Event description:
A nurse reported that the customer was hospitalized for low bgs. It was indicated that the customer possibly bolus too much. The customer was disconnected during rewind and prime. Troubleshooting was performed. The programming and histories on the pump were accurate. Pump was operating as designed.